Event description:
Healthcare professional (hcp) reports a fiber leak noted 1/2 hour into pt treatment. The blood leak was not visible into the dialysate, however the dialysate tested positive for blood.hcp reports the dialyzer and lines were changed and the treatment continued without incident. The hcp reports an estimate of 200 cc blood loss. The hcp reports a transfusion was needed for a low hematocrit. The hcp states that the pt has a blood disorder and frequently needs blood tranfusions. The dialyzer was reused 20 times.